Event description:
It was reported that the customer had high blood glucose levels (240 mg/dl). Customer took a correction bolus.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental report will be submitted.